Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 12/12/2011 with the following findings: the meter has passed testing for accuracy. However, unrelated the issue, an error 4 issue was found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on january 25, 2012 with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The description should have read: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 12/12/2011 with the following findings: the test strips were tested and the primary complaint was not confirmed; however a secondary issue was noted, where an er4 was observed with control solution.

Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) on (B)(6) 2011 alleging inaccurate high readings on the patient's one touch verio meter. The patient mentioned that she first noticed the alleged high readings on the morning of (B)(6) 2011 at around 7:55am. The patient had obtained a reading 12.9 mmol/l without food. She then ate a meal and then tested her blood glucose and obtained an 18 mmol/l. She thought that the reading was too high and decided to increase her dosage of novorapid insulin. Shortly after taking the insulin, she developed 'hypo' symptoms and tested when exhibiting symptoms and obtained an 11.9 mmol/l. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged high reading, she had taken insulin and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.